Manufacturer narrative:
Sunrise medical regulatory performed an investigation into this matter. Follow up questions were provided to the end user's mother regarding the condition of the road or sidewalk, the daughter's weight and the date of incident. The mother replied stating the pavement was smooth, the daughter's weight is (B)(6). Which is 40 lbs. Under the weight limit for this chair, and the incident occurred on (B)(6) 2019. Regulatory also researched the history of this wheelchair, which was manufactured 12 years prior on 9/25/2007. It was found that there was no record of the chair ever being serviced and no record of any replacement parts quotes or orders. After gathering this information, sunrise medical regulatory assessed the issue and came to the most logical conclusion that it is likely the x-tube assembly broke due to 12 years of normal wear and tear and a lack of maintenance. The quickie 2 owner's manual states on page 31, section a. For lifetime: 1. Although the anticipated useful service time of this wheelchair is five years, sunrise guarantees the frame and cross brace against defects in material and workmanship for life or for as long as the original purchaser owns the chair. It also states on page 15, section viii. Use and maintenance, introduction, clause 5. Inspect and maintain this chair strictly per the maintenance chart. Clause 7. At least once per year, have a complete inspection, safety check, and service of your chair made by an authorized dealer. The safety checklist/maintenance chart referenced in clause 5 recommends that a safety and function check for the frame, camber tubes and crossbrace (x-tube) should be performed every 6 months. Sunrise medical's customer service representative did advise the mother that the chair is to not be used until repaired and asked if her daughter had a secondary wheelchair, in which the mother answered, yes. The mother will follow up with a dealer for chair repair or replacement. If the wheelchair is released to sunrise medical by the parent for an evaluation, a supplemental report may be filed with any new and relevant information.

Event description:
The end user's mother stated on (B)(6) 2019, her daughter was using the chair yesterday going downhill, when the x-tube assembly broke right where the bolt goes through the middle and her daughter was ejected out of the chair. The daughter had to get stitches on her arm.